Event description:
Removal of endosseous dental implant. Implant was placed on 6-18-97 in site #2 (class IV bone) during a complex procedure due to the very thin class IV bone. The clinician reports that there was no primary stability, and the implant came out on its own on 6-20-97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.